Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000tfx valve underwent a valve-in-valve procedure after an implant duration of 9 years due to severe aortic stenosis. The tavr was performed with a 23mm 9750tfx transcatheter valve. Patient was transferred to pacu in stable position.

Event description:
It was reported that a patient with a 23mm 3000tfx valve underwent a valve-in-valve procedure after an implant duration of 9 years due to severe aortic stenosis caused by streptococcal endocarditis. The patient was presented with acute systolic congestive heart failure. The tavr was performed with a 23mm 9750tfx transcatheter valve. Patient was transferred to pacu in stable position and then discharged on pod#1.

Manufacturer narrative:
H11: corrected data: through investigation, it was identified this manufacturer report was reported in error. There was no reported issues with this edwards device.